Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was 8.4 mmol/l at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit not received stuck in manufacturing mode. Unit passed displacement test, sleep current measurement and active current measurement. Multiple pump error 25 alarms in the pump history file and pump error 25 (power error detected) alarms were triggered when the lithium backup battery was less than 3.50 volts for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a few days with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, dents display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture next to lcd display, faded serial number label, stained serial number label, peeling end cap address label and corrosion in battery tube.